Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device had damaged (detached) dso (downstream occlusion) seal, and damaged remote dose connector. Functional testing was performed. The customer's reported problem was duplicated as the remote dose connector was found damaged. However, this is not a reportable issue. The damaged/detached dso seal and defective dso sensor are reportable issues. The root cause for the reportable events was the damaged/defective dso seal and sensor, which were replaced to correct the issue. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The following information was provided by the initial reporter: it was reported that the device had a faulty jack connector. There was unknown patient involvement and unknown harm/adverse event reported. The following information was provided by the investigation: damaged (detached) dso (downstream occlusion) seal and defective dso sensor were found.